Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a aaa. CT imaging taken revealed a type ib endoleak was identified in the right limb. Core lab reviewed the same CT imaging and noted a type iia endoleak from the lumbar artery. The type ii endoleak was assessed to be device and procedure related. The sponsor assessed the ib endoleak as possibly related to device and procedure. A follow up contrast -enhanced ultrasound (ceus) was performed over two months later where a type iib endoleak was confirmed by the site with an aneurysm measurement of 62mm. No additional medical intervention was required to prevent permanent injury or impairment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received ; it was clarified by the site that it was only assumed that the endoleak was a type ib at the time, but now it is confirmed the endoleak is a type iib medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.